Event description:
According to the reporter, during a lobectomy procedure, they connected the reload to the adapter, however the display screen did not show the indication of reload cycle test but suddenly showed ready for use status indicator. Then they closed the jaws, however the green buttons were not illuminated. Thus the surgeon could not fire the device at all. They opened and closed the jaws, however the status was same. They re-connected the cartridge to the adapter, however the green buttons were not illuminated but the display screen showed indication for loading a cartridge. Replaced by a new handle and a new cartridge, the procedure was completed. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.